Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Fixed the back drive chain and fixed loose connection on battery monitor board, system is working properly. The damaged drive chain was discarded on-site, so no part return is expected. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unable to be driven. It was reported that the radiographer couldn't drive the system, so it was moved manually. The drive chain was found to be completely disengaged. Also, the x-ray battery level reportedly dropped rapidly as soon as the umbilical cable was disconnected, and an 'error 25' was displayed on the remote desktop when attempting to take x-ray. The use of the imaging system and medtronic navigation was discontinued because of this issue. The procedure was completed successfully without the system after a delay of less than one hour. The patient was not impacted.